Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During the procedure, the clinical professor felt that the steerable guide catheter (sgc) operation was not smooth and suspected that the +/- key might be damaged as there was a rebound while using the sgc. There was resistance when the clip was released and caused the leaflet to tear. The physician believed that the tear was caused by the device. The procedure was concluded with a mr of 3+.

Manufacturer narrative:
All available information was investigated, and the reported unintended sgc movement was confirmed via device analysis. Additionally, the +/- cables were observed to be broken at the skived area. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported unintended sgc movement was related to the broken +/- cables. The investigation determined the broken +/- cables to be related to a potential product quality issue. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Na.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During the procedure, the clinical professor felt that the steerable guide catheter (sgc) operation was not smooth and suspected that the +/- key might be damaged as there was a rebound while using the sgc. There was resistance when the clip was released and caused the leaflet to tear. The physician believed that the tear was caused by the device. The procedure was concluded with a mr of 3+.